Event description:
A report was received that the patient had pruritus, drainage and tenderness at the lumbar incision site after a previous revision (MFR report #: 3006630150-2013-00863). The patient was prescribed (B)(4), prednisone and antibiotics.

Manufacturer narrative:
Additional information was received that the patient's symptoms were not device nor procedure related. The patient had no infection.